Manufacturer narrative:
Date sent to the FDA: 10/15/2020. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Additional h-3 summary: an empty opened foil and two sutures pieces of product were received for evaluation. During the visual inspection of the suture pieces, body fluids were noted and the sutures pieces were broken in multiples due to the suture has begun with the process of degradation. The needles were not received for evaluation. The foil was inspected, and no pin holes could be observed. The product code vcp359 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined. In addition, no functional test can be performed due to sample condition. No conclusion could be reached the how suture broke. Photo: a picture was received for evaluation. Upon to visual inspection of the picture two foil package and two used sutures pieces of the of product could be observed. The product code vcp359 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined. In addition, no functional test can be performed due to sample condition. The following information was requested, but unavailable. What tissue was being approximated or sutured when it broke? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated or sutured when it broke?

Event description:
It was reported that a patient underwent an open fracture surgery on (B)(6) 2020 and suture was used. During the procedure, it was reported that the suture broke. Another device was used to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.